Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to the charge the implantable pulse generator (ipg) frequently and for an extended period time. The patient underwent an ipg replacement procedure.